Event description:
It was reported by the customer "the patient underwent peripherally intubated central venous catheter implantation on (B)(6), 2023, using the peripherally intubated central venous catheter kit and accessories for fluid delivery. On (B)(6), 2023, the patient developed a fever of 39 ° c, was infected with eschericcoli by blood culture identification and drug sensitivity culture test. After being reported to the doctor on (B)(6), the catheter was extubed according to the doctor's advice, and anti-infection treatment was given. 0.9% sodium chloride injection straight bag + piperacillin sodium tazobactam sodium 4.5g was given by intravenous drip. On (B)(6), the patient's fever symptoms improved and her body temperature was normal 37.2. Anti-infective therapy was discontinued on (B)(6). The patient has been discharged from hospital."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.